Event description:
It was reported that when the device was used during a gastric bypass procedure, it fired an incomplete staple line. Another device was used to complete the case with no consequence to the patient.